Manufacturer narrative:
There appears to be a layer of heavy mineral build-up on the heating element remains and the heating chamber, which indicates the consumer did not properly clean the unit, which is violation of the instructions and warnings. Moisture entered the unit and provided an electrical path that by-passed the thermostat and tco not allowing the heater to shut down. Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges his humidifier caught on fire and damaged the flooring. There were no injuries reported with this incident.

Manufacturer narrative:
Consumer has not returned the unit.

Event description:
Consumer alleges his humidifier caught on fire and damaged the flooring. There were no injuries reported with this incident.